Event description:
The customer reported "issues where the connection to charging port takes a while to work (he has to tinker with plugging it in to the pump)". There was no reported adverse impact to the customer. The customer declined follow up from tandem technical support regarding the issue. No additional patient or event information was available.